Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 25september2024 from a patient on who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an external device. It was reported that they have had issues in the past where the controller has turned the stimulation off on its own. Patient called back on (B)(6) 2025 reporting issues were ongoing, and was wondering if they could get a replacement recharger and controller. Patient also repeated previously documented information. Patient shared that the paddle was replaced once already but they were still having connectivity issues. Patient reported they were still having trouble getting the equipment to locate the implant to get connected and that it would take a couple hours to charge the implant even with the paddle directly on their skin. Patient shared that for the first several weeks of having the device, they didn't have issues but then they developed. Patient also mentioned that one time, the controller screen went black but was still on, agent understood the controller went unresponsive. Patient noted that their doctor wanted to see if the external devices could be replaced again to see if it was an equipment issue or if it was the implant battery. Patient shared they would have a manufacturer representative (rep) at their next doctor¿s appointment. During the cal l, agent found that the patient was using the recharger that was meant to be replaced. Patient reset the controller. The issue was not resolved. Agent reviewed information. Due to ongoing issues and the nature of call, an email was sent to the repair department to replace the recharger and controller. Agent requested for new equipment as well. Agent advised patient to use the equipment and if issues were persisting, to follow up with their managing healthcare provider as it could be an implanted system issue. Patient (pt) called back on (B)(6) 2025 stating they received replacement controller and recharger from this case but, they were confused with the pairing process and the controller was 'asking them weird questions' (pt described the numbers [35] screen). Pt stated the old controller 'won't do anything'. Agent walked pt through set up process and pt successfully paired ins with the controller. Agent had pt start ins charge and pt saw poor recharge quality. Pt stated this is what was happening with the other equipment as well. Pt saw controller at 90% and implant 80% with recharging with quality going back and forth from excellent to good. Pt stated the paddle is right on their skin, agent reviewed best practices for paddle placement. Agent redirected to healthcare provider (hcp) to further address ins charging issue.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that after visiting their physician they have determined the cause of the issue patient was having initially. It seems that patient was placing the paddle incorrectly and manufacturer rep showed the patient the correct way to place the paddle to charge the ins. The poor recharge quality issue was improved and they will follow up with manufacturer's rep on the same. The weight of the patient at the time of the event is 114lbs.